Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the buttons were sticking. Customer¿s blood glucose was 205 mg/dl at the time of incident. Customer stated that the time was advancing. Customer stated that the insulin pump had no delivery alarm. Customer was assisted with troubleshooting and insulin exited. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. However, device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.